Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported the "tubing was found leaking at connection between primary tubing and filter connectors." No additional patient or event information provided.

Manufacturer narrative:
Concomitant medical products: (2) 2420-0007; 11448964; me1021; c25006; 2000e; 3 ml bd saline syringe (lot #: 509011b, exp. 30 mar 2018); (4) smartsites; 100 ml hospira 0.9% sodium chloride IV bag (lot: 49-009-jt, exp. 1 jan 2017); 1000 ml hospira 0.9% sodium chloride IV bag (lot #: 52-027-jt, exp. 1 apr 2017); 2000 ml baxter exactamix bag (lot # 1056721, exp. 2018-05); therapy date unknown. (B)(4). The customer¿s report of a leak was confirmed. Visual and functional testing found that a leak occurred from a 11.4 mm crack on the female luer. Dimensional testing found that the male end attachment was within the required specification and no testing was performed on the female end attachment as it was provided already damaged. The cause of the leak was a crack on the female luer. The origin of the crack is unknown.